Manufacturer narrative:
Product not yet returned for evaluation. Internal report #(B)(4).

Event description:
Consumer complaint of blood result reading of "lo". Customer states that she feeling lightheaded and requires no medical attention. Customer's expected blood results are 150mg/dl fasting. Verified the strips expire 04/23/2018. Customer confirms the strips are stored in the kitchen and was first opened (B)(6) 2015. Reviewed meter memory: lo, (B)(6) 2015, 04:54:00 pm, fasting: yes. 76mg/dl, (B)(6) 2015, 05:06:00 pm, fasting: yes. 151mg/dl, (B)(6) 2015, 09:51:00 pm, fasting: yes. 201mg/dl, (B)(6) 2015, 04:49:00 pm, fasting: yes. 86mg/dl, (B)(6) 2015, 05:48:00 pm, fasting: yes. Customers concern is the lo (B)(6) 2015. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of blood result reading of "lo." Customer states that she feeling lightheaded and requires no medical attention. Customer's expected blood results are 150mg/dl fasting. Verified the strips expire 04/23/2018. Customer confirms the strips are stored in the kitchen and was first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Adverse event not reported.